Manufacturer narrative:
Concomitant products: prism reaction trays ln 05a07-01, lot 55001m500. Prism hcv reagents ln 06a52-48, lot 54292li00. Prism hiv ag/ab combo reagents ln 07g46-48, lot 56728li00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of (B)(6) control replicates was performed using in-house retained kits stored at the recommended storage condition. One-hundred five (105) members of a human (B)(6) population panel were tested using material from inventory of prism hiv ag/ab combo, lot 56728li00, with prism reaction trays, lot 55001m500. The panel testing produced non-reactive results for all the members, which indicates that the products are meeting expected specificity requirements. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay and instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Concomitant products: prism reaction trays ln 05a07-01 lot 55001m500 prism hcv reagents ln 06a52-48 lot 54292li00 prism (B)(6). Combo reagents ln 07g46-48 lot 56728li00. An evaluation is in process.

Event description:
The customer observed multiple (B)(6) combo results on the prism analyzer. There was no impact to patient or donor management reported.